Manufacturer narrative:
In trouble-shooting, the medtronic representative wiped the usb drive, loaded the post-operative exams onto the same usb, and attempted to load it onto the navigation system. The system would not recognize the usb. They loaded the exam onto a cd and transferred to the navigation system successfully with the cd, but when they loaded the post-operative exam, it cleared the pre-operative scan. The medtronic representative found the same usb and loaded the pre-operative exam onto it and found the issue could be replicated. On the second attempt, the usb would never be recognized in any usb port. When framelink was re-started, the usb was recognized again. Tried this same procedure in cranial software, however, the issue did not occur. On 02/16/2016 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Patient exams coming across in framelink from airo via universal serial bus (usb) or cd replace each other. On 02/22/2016 a medtronic representative, following-up at the site, reported the usb could not be sent for analysis, as this is a hospital approved usb that is not allowed to leave the site. Reported issue could not be replicated. On 03/07/2016 software analysis was unable to determine probable cause with the information provided. It is suspected that there was an intermittent failure in launching 'scsid' at the appropriate time when switching back and forth between tasks in framelink software. - medtronic technical services analysis determined the issue is an intermittent failure of the software, and can be resolved with a software re-boot. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a deep brain stimulation (dbs) procedure, using a navigation system and an airo scanner. The site took a pre-operative magnetic resonance imaging (MRI) and a computed tomography (CT) scan using the airo, and attempted to push both exams from electronic picture archiving and communication systems (pacs) to their navigation system over the network. When they did this, the MRI exam quality was poor, and they could not merge the two exams in framelink software. The surgeon then decided to load the two exams over universal serial bus (usb) on their navigation system. They loaded and merged these exams with no issue. The surgeon successfully completed the procedure with the use of the navigation system. Delay in therapy was one hour, or longer, before continuing. There was no impact on patient outcome.